Event description:
A report was received that patient was experiencing warmth at the ipg site when charging and the physician suspected that the leads were fractured. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Event description:
A report was received that patient was experiencing warmth at the ipg site when charging and the physician suspected that the leads were fractured. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial #:(B)(4), description: precision implantable pulse generator (ipg); additional suspect medical device components involved in the event: model#:sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the ipg was replaced for a system upgrade and device malfunction was not suspected. The physician explanted the entire system and did not leave anything inside the patient¿s body. Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding overheating when charging the ipg was not verified. The patient's data showed that the maximum temperature during charging cycles was registered as 42.16 °c. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (sn: (B)(4)) all cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There are no exposed cables. Sc-2218-70 (sn: (B)(4)) the complaint was confirmed. Three cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There are no exposed cables. Sc-4316 (ln: 15877655) the eyelets of the click anchors were torn. One of them has a missing chunk of silicone.